Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused pneumonia. The patient did report to receive medical intervention and was hospitalized 5 times. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.